Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defects with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg there was molding defect sharp protrusions . The following information was provided by the initial reporter: translated to english. The customer stated: "molding defect sharp protrusions wanted to inform you that we have had several defective edta tubes. On the photo below you can see along the wall of the tube, a protruding lug, in "burr thorn", completely integrated into it. Which disturbs the path of the automatic needle when it draws blood from the machine."